Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that post revision for migration reported in (15667277 or 2124215-2022-40251) there was an inappropriate device charge due to the subcutaneous implantable cardioverter defibrillator (s-ICD) oversensing noise. No therapy was delivered, and boston scientific technical services (ts) was consulted to review the data and the x-ray image. Upon review, ts discussed possible reasons and suggested obtaining a better x-ray. It was noted the patient is not compliant with follow up visits, so they were hospitalized for further testing. During in hospital testing, the noise was able to be reproduced with posterior maneuvers. Another x-ray was taken and sent for ts for review. Upon review, ts noted foreign material between the high voltage connector and proximal electrode cable connector. Under insertion of the electrode into the header was also observed. Ts recommended a revision procedure. A revision procedure was performed where the connection of the s-ICD and electrode were secured. The s-ICD and electrode remain in service and no additional adverse patient effects were reported.